Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Additionally, it was reported that the time was off by 5 minutes. Customer's blood glucose was 209 mg/dl. The time was changed, the supplies were changed, and insulin delivery was resumed.